Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: lot# 0248528 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. No returned samples or actual defect samples received for investigation. Unable to perform in-depth investigation. Base on investigation above, the certain cause cannot be concluded at the moment. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, we will keep monitor on similar issue from filed and trending regularly.

Event description:
It was reported that the pen needle 32gx4mm experienced leakage. The following information was provided by the initial reporter: there was insulin fluid leakage at the connection part of insulin needle. The investigation found that the first time the needle was inserted into the insulin stopper during the operation, the operator was inclined, and the insulin liquid might be taken out when the needle was pulled out. The operator is a non-endocrinologist and did not make a distinction. The new needle was replaced to complete the operation. It was assessed that it was caused by the operator's irregular insulin injection. Operators and related personnel have been given detailed training on standardized insulin injections.